Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of experiencing high blood glucose of 600 mg/dl after turning off the sensor which was having trouble with communication. Customer received troubleshooting on sensor. The products are not expected to return for failure analysis.